Event description:
During a review of the event history for a separate issue, it was discovered that failure code 810:11 occurred a total of two times on (B)(6) 2010 during infusion. There was an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Event description:
During service by baxter on 22 march 2010, a colleague cx triple channel volumetric infusion pump was found to have an intermittent stop key on the channel b pumphead module keypad. This condition was found during product evaluation, and according to the hospital representative no patient injury or medical intervention had been reported related to this device. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The condition of intermittent stop key on the channel b pumphead module keypad was confirmed and duplicated. The reported condition is due to an internal disconnection in the keypad circuit board vertical interconnect access (vias). Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. (B)(4).